Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Oil was found around the outside and on the mics side of the attachment. Case type / application: tka.

Event description:
Oil was found around the outside and on the mics side of the attachment. Case type / application: tka.

Manufacturer narrative:
Reported issue ¿ oil was found around the outside and on the mics side of the attachment. Product inspection ¿ visual inspection shows the attachment is leaking oil. See image attached. Product history review - review of the product history records indicates (B)(4) devices were manufactured under catalog # 212186 ln: 35021116 and all (B)(4) were accepted into final stock with no reported discrepancy on 8/22/2016 with no reported discrepancies, including sn (B)(6). Complaint history review ¿ a review of complaints in catsweb and trackwise related to catalog # 212186, ln: 35010816 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion ¿ the event was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.